Manufacturer narrative:
A ge rep evaluated the system and replaced the x-ray controller board, performed a filament calibration, and adjusted the dose rate into specification. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the kv and ma both drive to maximum. No pt injury was reported.